Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high pacing impedance. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.